Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018. Upon interrogation of the pulse generator, backup operation was noted. The device had reached elective replacement in (B)(6) 2018 and could not be restored. The patient was fine throughout the interrogation process. No complications were noted.